Event description:
After using the kotex u tampons, there were pieces of the product unravelled in my body after removing it. Frequency: every 4 hours; how was it taken or used: vaginal. Therapy duration: 4 hours; reason for use: menstrual cycle; usually heavy periods.